Event description:
It was reported that the patient presented to clinic with syncopal symptoms. The patient suffered a fall a month prior and presented to the hospital and was released the device was not checked at that time. The device was reprogrammed and the patient would be monitored.